Manufacturer narrative:
A review of tickets for lot 06086m700 identified normal complaint activity and no trends were identified for the product issue. Return testing was not completed as returns were not available. Historical review of overall customer field data was performed regarding initial reactive rate (irr), repeat reactive rate (rrr) and specificity for lot 06086m700. The irr, rrr and specificity of the lot is within package insert specifications. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the prism hiv o plus, lot 06086m700.

Manufacturer narrative:
Patient identifier: multiple = (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported (B)(6) prism hiv results on 4 donors. The results provided were: (B)(6) 2019 unit (B)(6) = 1(B)(6); on (B)(6) 2019 unit (B)(6) = (B)(6); on (B)(6) 2019 unit (B)(6) = (B)(6). On (B)(6) 2019 unit (B)(6) = (B)(6). All four samples were not confirmed with western blot. There was no reported impact to donor/patient management.